Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The pt was receiving an unspecified chemotherapeutic agent. After an unspecified length of time in use, an unspecified volume of leakage was noted at the connection of the male adapter and the pt's IV catheter. No reported adverse pt effect. Though requested, no additional information was provided.